Manufacturer narrative:
The cobas 4000 c311 stand-alone system serial number is (B)(6). A field service engineer (fse) determined that the gear pump pressure was okay, the sample and reagent probe adjustments were okay, and there were no issues observed with them. The fse verified that the rinse mechanism was okay and replaced the vacuum pump diaphragm. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 4000 c311 stand alone system. The patient's initial calcium result was 16.27 mg/dl, accompanied by a data flag. On (B)(6) 2026, the first repeat result was 16.27 mg/dl, accompanied by a data flag. The second repeat result was 9.64 mg/dl. The sample was re-centrifuged, and the result was 9.32 mg/dl. The questionable results were not reported outside of the laboratory. There were also questionable results reported for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application. This medwatch will apply to the calcium gen.2 assay. Please refer to: medwatch with a1. Patient identifier (B)(6) for the tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay.